Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. The patient had poor communication on their patient programmer. The last charged about early last week. They were able to communicate with their recharger. The patient started a charge session which showed that the ins was discharged and the stimulation was turned off. The patient did not think the ins battery would drain that fast. It was reviewed that the patient was getting poor communication on their patient programmer because their ins was discharged. It was reviewed that the patient would need to spend some time charging their ins before being able to turn the therapy back on again. No further complications were reported/are anticipated.